Manufacturer narrative:
Additional information: g2 report source: checked health professional h6 evaluation codes: health effect - clinical code; component code investigation summary: the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 21c236fhx. The complaint notification indicated that no samples are available in connection with this complaint as sample were discarded. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluations to determine the root cause(s) of the reported condition or implement any corrective action(s). Unfortunately, without a sample we are unable to confirm the reported condition. If a sample should be returned at a later date, this complaint will be reopened, and the investigation will be updated to reflect our findings. There was one photo provided for evaluation. The photo was reviewed by the team and the manufacturing site can confirm the reported issue from the photo. A probable root cause could be that there was backup pressure exerted on the peristaltic pump section causing the silicone section to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion, the safety feature may have been activated and the pressure was diverted away from the patient back up to the peristaltic pump section. At this time, there is not enough information, and a corrective and preventative action will not be initiated. This complaint will be used for tracking and trending purposes. G1&nbsp;MDR reporting contact name and address: corrected reporting contact address line 1&nbsp;;;;.

Manufacturer narrative:
Additional information: h6 evaluation codes: medical device problem code; component code; type of investigation; investigation findings; investigation conclusions. <p class="">investigation summary:</p> <p class="">the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 21c236fhx. The complaint notification indicated that no samples are available in connection with this complaint as sample were discarded. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluations to determine the root cause(s) of the reported condition or implement any corrective action(s). Unfortunately, without a sample we are unable to confirm the reported condition. If a sample should be returned at a later date, this complaint will be reopened, and the investigation will be updated to reflect our findings. There was one photo provided for evaluation. The photo was reviewed by the team and the manufacturing site can confirm the reported issue from the photo. An exact root cause could not be determined. However, based on the available information a probable root cause could be that there was backup pressure exerted on the peristaltic pump section causing the silicone section to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion, the safety feature may have been activated and the pressure was diverted away from the patient back up to the peristaltic pump section.&nbsp; at this time, there is not enough information, and a corrective and preventative action will not be initiated. This complaint will be used for tracking and trending purposes.</p>;;;.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the sets are separating in the pumping mechanism and spraying feed.